Event description:
From staff: during open liver resection while using ethicon echelon flex powered vascular stapler, all 12 staple fires of the first stapler were used. A second stapler was opened. During the third staple fire, over the hepatic artery, the stapler clamped completely but the stapler blade did not complete the staple line. A new stapler was opened with a new staple load and the staple line was completed using that stapler.